Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was failed to open. The customer stated that the malfunction occurred when the user tried to issue medication to the patient which resulted in delay since the user obtained medications from pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) replaced the tray as it was broken to resolve the issue. The fse also performed the final test, verified the cabling and light emitting diode functionality. The system functioned as intended after the field service engineer had repaired the device.